Event description:
It was reported during a hospital visit, the health care professional (hcp) called technical services (ts) for a consult review of this implantable cardioverter defibrillator (ICD) system due to difficulties converting arrhythmia. It was noted the patient was hospitalized for non-device related medical reasons. Upon review, the presenting electrogram (egm) showed two recorded ventricular episodes. Further review of one of the episodes showed, patient was in a ventricular rhythm, the device delivered burst of anti-tachycardia pacing (atp) and a shock that failed to convert the rhythm, shortly after the device exhibited undersensing which led to pacing when not required. Two more shocks were delivered in the second episode that successfully converted the arrhythmia. Ts discussed programming optimization options and recommended for possible defibrillation threshold (dft) test to be performed. At this time, no additional adverse patient effects were reported. This ICD remains in service.